Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system was unable to power on. Upon troubleshooting, the rse determined that after a scheduled power outage, the equipment would not turn on and found that the equipment's main breaker was only halfway turned on. To resolve the reported issue, the rse instructed the customer to turn the main breaker off and then back on again and advised the customer that only the te should be turned off during such procedures, not the main breaker of the equipment. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.